Event description:
Philips received a complaint by the customer on the v60 indicating that a blower error had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a blower error had occurred. The remote service engineer (rse) performed a troubleshoot with the customer. The rse provided the customer with a list of manufacturer's recommendations for repair: confirm the blower was connected to the motor controller (mc) printed circuit board assembly (pcba), confirm the blower rotations per minute (rpm) increased above 3000, replace the blower, replace the mc pcba, and/or replace the central processing unit (cpu). Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.